Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unknown reason. All the components were removed and replaced with a new aus system. No information about the patient's outcome was provided. Additional information received. Over the last two months the patient has noticed increasing incontinence. All the components were removed and replaced. No leaks or malfunction found in explanted devices. The physician states that the reason for surgery was atrophy. The patient had a good outcome with no adverse events.